Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported hub leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during preparation outside the patient prior to use, when air aspiration was conducted on the 2.75 x 28 mm xience alpine stent delivery system (sds) with a non-abbott indeflator, air was noted coming into the indeflator. To check the sds, pressure was applied and contrast was observed leaking from the hub and the device could not be inflated. The device was not used and was replaced with another new 2.75 x 28 mm xience alpine sds and the procedure was successfully completed. There was no clinically significant delay in the procedure reported. No additional information was provided.